Event description:
During the course of surgery a stortz-aggressive grasper insert extruded into the abdomen (a 1mm structure). An x-ray was obtained and the object was removed. This extended the surgery time & subjected the pt to add'l x-rays.